Manufacturer narrative:
The microcatheter, dispenser hoop, introducer, implant, and delivery pusher were returned. The strain relief of the pusher was damaged and folded inwards. The rest of the pusher did not contain any other notable damages. The implant was found detached from the pusher and stuck in the microcatheter. A distal portion of the implant is deployed from the distal tip of the catheter. The implant is most likely held in place by dried blood in the catheter. X-rays of the implant indicate that the proximal part of the implant is stretched. The microcatheter and introducer did not contain any notable damages. The attachment monofilament within the pusher was dissected out and the tip was found stretched. Based on the investigation the complaint is confirmed because the implant was found detached in the microcatheter. The implant most likely detached due to experiencing pull forces over specification, which is suggested by the tip of the attachment monofilament. If the implant became stuck in the catheter, the detachment of the coil would most likely be due to pull forces; however, the cause of why the implant became stuck could not be determined. No damage to the microcatheter is observed, and x-ray inspection of the device does not show any visible clogging by the implant in the lumen.

Manufacturer narrative:
The lot number was provided. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer. The investigation in underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during manipulation of an embolization coil, the implant detached from the delivery pusher. Part of the implant coil was protruding out of the microcatheter and into the pulmonary artery, and the other portion was still inside of the microcatheter. A snare device was used to retrieve the implant coil.